Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound rash under the lifevest equipment. Patient described the area as a rash beneath the back te pads and beneath both breasts, reports irritation did open, weep, and bleed. There was no alleged device malfunction contributing to the open wound. The patient reported reaching out to the physician, but there is no indication of medical intervention. Follow up indicated that the open wound improved. Reporting out of the abundance of caution.